Event description:
It was reported that an asymptomatic, non-dependent patient presented for a routine follow-up visit for device. Upon interrogaton, there was evidence of at/af due to far r-wave oversensing. The capture, sensing and lead impedance were all fine at the time of visit. The device will be reprogrammed and the patient will be monitored normally.